Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device issue malfunction has been reported. It was reported via trial that the index procedure took place in 2007 during which a xience v stent was deployed in the mid rca. In 2008, the pt was experiencing symptoms of angina and shortness of breath. A coronary angiography was performed. In 2008 the pt underwent revascularization, and a xience v was implanted successfully in the mid rca. Predilation was performed prior to stent deployment. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Angina and stenosis, as listed in the xience v IFU, are known risk associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. It is likely that the angina and dyspnea are secondary effects of the stenosis which resulted in revascularization and hospitalization. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.